Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 c-ring melted. The harvester couldn't see through the tissue well and he accidently cauterized the c-ring. It was reported that the product did not malfunction. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Product is not returning as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unk. Internal file number - (B)(4).